Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 450 mg/dl. The customer suspected the cause of the bg level to be due to new medication (tramadol). During troubleshooting with tandem's technical support, the luer lock was leaking. The customer reconnected the luer lock connection and resumed insulin delivery. The bg level was addressed with a bolus via the pump.